Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by either reloading the same cartridge or changing pump supplies and then resuming insulin.